Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer¿s current blood glucose level was 403 mg/dl. The customer did not provide details symptoms regarding high blood glucose episodes. Customer treated with manual injections for high blood glucose. Customer stated that the insulin was squirting out during the manual prime process. Customer was calling for technical troubleshooting. Customer reported insulin continues to drip after letting go of the act button during the prime process. The insulin pump was not returned for analysis.